Manufacturer narrative:
The investigation confirmed that an unexpected (B)(6) result was obtained for a single patient sample known to be reactive being used as a control sample tested on a vitros 3600 immunodiagnostic system. The assignable cause for the (B)(6) result is not known. Sample storage, pre-analytical sample handling, an isolated aspiration issue, or a reagent issue could not be ruled out as contributing factors.

Event description:
The customer complained after observing an unexpected (B)(6) result for a single patient sample known to be (B)(6) being used as a control sample tested on a vitros 3600 immunodiagnostic system. (B)(6), biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient results were affected and no allegations of patient harm were made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).